Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unknown) with cardiac problems, but the device would not charge. The complainant alleged that the device's battery was "dead" and that there was a fault light displayed on the ac adapter (zoll power charger). The staff was able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.